Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
During a zipfix procedure, the surgeon was using the application instrument to crimp the zipfix with needle and the crimper was having problems crimping them. The surgeon put in five sternal zipfix and damaged four due to not the lack of crimping. No patient injury was report and no extra time was involved. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Manufacturing evaluation revealed no visible damage on the instrument. The device passed the required functional test successfully. The problem as per event description could not be duplicated. This complaint is deemed invalid from a manufacturing standpoint. Product development evaluation states that two (2) implants were tensioned and cut with the returned instrument as per technique guide. No damage, functional errors or discrepancies was found on the returned instrument by product development. Instrument is functional as indicated.